Manufacturer narrative:
Customer reported that they did not receive an alert from the bigfoot unity system. They suspect it was because they were too far from their phone. Bigfoot conducted a thorough investigation and there was no indication that the product did not meet specification. Data logs from the patient's unity system were reviewed and showed that there was no ble communication between the sensor and the bigfoot unity mobile app at the time of the hypoglycemic event. The system issued a sensor unavailable alert per specification and the alert was also acknowledged on the patient's phone. The system did not issue a low glucose alert during the period of non-connectivity, per specification. The sensor is not manufactured by bigfoot and the manufacturer of the sensor has been notified of this adverse event. If bigfoot learns of any new information in relation to this case, another investigation will be performed, and a follow-up report will be submitted. All pertinent information available to bigfoot has been submitted.

Event description:
A customer experienced symptoms of severe hypoglycemia including blurred vision and loss of consciousness. The customer required emt assistance and evaluation or treatment by an hcp. Two glucose tablets were administered, and, in the ambulance, they were given something to bring their glucose level up (through IV). The customer was admitted to the hospital, monitored, and treated. They were hospitalized for 2 days. There was no report of death or permanent impairment associated with the event.